Manufacturer narrative:
The insulin pump received with unresponsive buttons due to corroded keypad traces. The insulin pump was tested with a test keypad and no frozen screen noted. All operating currents are within specification. No unexpected failed battery test alarm noted. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the pump had keypad anomaly and display anomaly. The blood glucose at the time of the incident was unknown. The customer states the display is frozen; even after removing the battery. The insulin pump alarmed failed battery test and the buttons were unresponsive. Troubleshooting was not able to resolve the issue and noted the time advancing while the display was frozen. The device will be returned for analysis.